Manufacturer narrative:
The specimens were collected from a pick line in vacutainer tubes and sampled within 15 minutes after collection. The unit was performing within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run once per day (1 shift) and controls were run before and after this incident and recovered within assay ranges. Raw data was requested but not provided. On (B)(4) 2010, the field service engineer (fse) verified the mix chamber vent pathway. Replaced the differential reagents as a precaution, and reset the workstation. Instrument operation was verified to specifications. The root cause is unk. There were instrument generated flags with the erroneous differential results to alert the operator to further review the samples. This reportable event was identified during a retrospective review of complaints conducted between jan 1, 2008 and oct 23, 2010 for additional reportable events.

Event description:
Customer reported erroneous differential test results were obtained on five pt samples when using the coulter lh 750 hematology analyzer. There were instrument generated messages present with the test results. The test results were determined to be erroneous based on retest on another analyzer and/or manual blood smear differentials. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Event description:
Customer reported erroneous differential test results were obtained on five pt samples when using the coulter lh 750 hematology analyzer. There were instrument generated messages present with the test results. The test results were determined to be erroneous based on retest on another analyzer and/or manual blood smear differentials. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Event description:
Customer reported erroneous differential test results were obtained on five pt samples when using the coulter lh 750 hematology analyzer. There were instrument generated messages present with the test results. The test results were determined to be erroneous based on retest on another analyzer and/or manual blood smear differentials. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Event description:
Customer reported erroneous differential test results were obtained on five pt samples when using the coulter lh 750 hematology analyzer. There were instrument generated messages present with the test results. The test results were determined to be erroneous based on retest on another analyzer and/or manual blood smear differentials. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The specimens were collected from a pick line in vacutainer tubes and sampled within 15 minutes after collection. The unit was performing within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run once per day (1 shift) and controls were run before and after this incident and recovered within assay ranges. Raw data was requested but not provided. On (B)(4) 2010, the field service engineer (fse) verified the mix chamber vent pathway. Replaced the differential reagents as a precaution, and reset the workstation. Instrument operation was verified to specifications. The root cause is unk. There were instrument generated flags with the erroneous differential results to alert the operator to further review the samples. This reportable event was identified during a retrospective review of complaints conducted between jan 1, 2008 and oct 23, 2010 for additional reportable events.

Manufacturer narrative:
The specimens were collected from a pick line in vacutainer tubes and sampled within 15 minutes after collection. The unit was performing within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run once per day (1 shift) and controls were run before and after this incident and recovered within assay ranges. Raw data was requested but not provided. On (B)(4) 2010, the field service engineer (fse) verified the mix chamber vent pathway. Replaced the differential reagents as a precaution, and reset the workstation. Instrument operation was verified to specifications. The root cause is unk. There were instrument generated flags with the erroneous differential results to alert the operator to further review the samples. This reportable event was identified during a retrospective review of complaints conducted between jan 1, 2008 and oct 23, 2010 for additional reportable events.

Manufacturer narrative:
The specimens were collected from a pick line in vacutainer tubes and sampled within 15 minutes after collection. The unit was performing within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run once per day (1 shift) and controls were run before and after this incident and recovered within assay ranges. Raw data was requested but not provided. On (B)(4) 2010, the field service engineer (fse) verified the mix chamber vent pathway. Replaced the differential reagents as a precaution, and reset the workstation. Instrument operation was verified to specifications. The root cause is unk. There were instrument generated flags with the erroneous differential results to alert the operator to further review the samples. This reportable event was identified during a retrospective review of complaints conducted between jan 1, 2008 and oct 23, 2010 for additional reportable events.

Manufacturer narrative:
The specimens were collected from a pick line in vacutainer tubes and sampled within 15 minutes after collection. The unit was performing within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run once per day (1 shift) and controls were run before and after this incident and recovered within assay ranges. Raw data was requested but not provided. On (B)(4) 2010, the field service engineer (fse) verified the mix chamber vent pathway. Replaced the differential reagents as a precaution, and reset the workstation. Instrument operation was verified to specifications. The root cause is unk. There were instrument generated flags with the erroneous differential results to alert the operator to further review the samples. This reportable event was identified during a retrospective review of complaints conducted between jan 1, 2008 and oct 23, 2010 for additional reportable events.

Event description:
Customer reported erroneous differential test results were obtained on five pt samples when using the coulter lh 750 hematology analyzer. There were instrument generated messages present with the test results. The test results were determined to be erroneous based on retest on another analyzer and/or manual blood smear differentials. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.